Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 extensions ; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: 05415067030351.

Event description:
It was reported that the patient's extension was showing high impedances and is causing less effective therapy. The investigation did not determine which extension has caused this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2023 in which the extension was repositioned, resolving the issue.

Manufacturer narrative:
Correction b5: it was reported that the patient's extension was showing high impedances and was difficult to insert during the procedure. Surgical intervention was undertaken and the extension was repositioned on (B)(6) 2023, resolving the issue. Correction d6a: implant date has been corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's extension was showing high impedances and was difficult to insert during the procedure. Surgical intervention was undertaken and the extension was repositioned on (B)(6) 2023, resolving the issue.